Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor and blood glucose readings were off. Customer's blood glucose level was 49 mg/dl but her sensor glucose reading was 243 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. She treated her low blood glucose level with food. The device was not returned.